Manufacturer narrative:
Additional health effect - impact code 4: f2203 imaging required. Correction to h6 invest. Conclusions code 2: "d15 - cause not established" was inadvertently reported via initial medwatch.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade not specified, and rupture. Later physician stated no rupture occurred and provide baker grade for capsular contracture as IV . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade not specified, and rupture. The device remains implanted.